Manufacturer narrative:
The device has been received for evaluation. Following decontamination, the device will be evaluated and findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A complaint history review was completed for this lot # 111962. There were no other complaints reported for this lot # and therefore no similar issues reported. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of glaucoma stent surgery. The IFU identifies known inherent risks of glaucoma stent surgery and adequately provides instructions for device implantation, and precautions, contraindications, and warnings regarding the proper use and handling of the device. In addition, the IFU instructs the surgeon to inspect the angle with a gonioprism to ensure that a good view is available at the nasal implant location prior to entering the eye with the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
The surgeon reported that the cornea was cloudy prior to the start of the case; however they proceeded with attempted istent implantation. The first attempt was unsuccessful. A second attempt was made, but the surgeon could not get the stent to release from the inserter and the trabecular meshwork tore. The iris began to migrate out of the eye at the site of the main wound. During subsequent attempts to enter the anterior chamber, the iris kept catching on the stent. The surgeon decided to abort the procedure. As the surgeon was removing the device from the eye it caught on the iris, releasing from the inserter, and entangling in the iris. The stent released from the inserter and became entangled in the iris. The stent was removed from the iris using a cyclodialysis spatula and the inserter. The iris was reinserted into the anterior chamber and the wound was closed. The surgeon also noted that the visualization during the procedure was obscured by heme. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that the surgeon had no patient concerns. Additional information has been requested.

Manufacturer narrative:
The device was received by glaukos and the evaluation was completed on 12/21/2017. The following items were shipped with returned product: unit carton box, patient i.d. Labels, inner thermoform packaging tray, inserter. The following visual observations were made about the condition in which the returned product was received: the tyvek seal had been removed from the outer thermoform packaging tray. The inserter was packaged with the entire insertion sleeve exposed from the inner tray as it was repackaged in the reverse position. Unable to confirm presence of stent with any returned items. Residue with the consistency of dried viscoelastic was observed on the insertion sleeve and in the inserter tines. The inserter was visually inspected and one tine was slightly bent. The following functional observations were made about the returned product: no nonconformities were observed during functional testing of the inserter, which was able to release and regrasp a retained sample stent without issue. Device evaluation conclusion: as the observation regarding the bent tine was not reported by the customer it is likely occurred intraoperatively as the customer reported that the inserter became caught on the iris or during product return as the insertion sleeve was exposed. The inserter functionality is 100% inspected prior to release for distribution. There are many factors that may result in the surgeon having difficulty releasing a stent intraoperatively, but based on the available information there is no indication that the device was released for distribution with any manufacturing or device related nonconformities. (B)(4)

Event description:
Clinical follow-up was requested and on 12/18/2017 the surgeon provided the following additional details. The iris damage was characterized as trivial/inconsequential. No intervention was required and there was no adverse impact to the patient. The patient's current status is reported to be stable. The surgeon indicated that the event has resolved with sequelae as mild, temporal iris atrophy remains.